Manufacturer narrative:
Investigation. X-review DHR x-inspect returned samples . Analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 4/15/2020 under wo #'s (B)(4) and shipped on 6/01/2020. Manufacturing record review: dhrs (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair order. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Upon additional testing, not typical in the in-process testing, the u8 component was determined to have insufficient isolation contributing to its failure. Correction and/or corrective action / *preventative action activity this unit was converted to a demo unit. The customer received a new lp-10-120 system and confirmed to have no coag failures with the new unit. The newly converted demo (generator) unit was set aside for further evaluation by the ee in technical operations. As a result the main board will be replaced. The in-process testing will be updated to have a check specifically using an elevated watts setting and through the handpiece (circuit) only. This change in the in-process testing (lp-test-002) is sufficient to detect a failure. Any additional relevant corrective actions will be captured on CAPA 744 pending the root cause is finalized. No further training required at this time.

Event description:
E-complaint- (B)(4). Report submitted by csi service & repairs team- "out of box failure. Ordered in june, first use now. Would not coagulate properly to stop bleeding. (B)(4) leep precision intg sys lp-10-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
(B)(4). Report submitted by csi service & repairs team- "out of box failure. Ordered in (B)(6), first use now. Would not coagulate properly to stop bleeding. Leep precision intg sys lp-10-120 (B)(4).